Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Corrected data: h11 part 4 subpart b.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the product code of the product involved? According to our records, lot number provided 1072j does not correspond to suture. Please clarify if lot number is correct. Lot number plmaud is not recognized by our system. Please clarify if lot number provided is correct. The product code was either mcp427 (likely this code) and the lot number is 107qjl or y427 and the lot number is tlmaud. Could you please elaborate further on the issue reported with the product? Do you have any photos available for visual analysis? Please provide the source or name of person providing answers to follow-up questions: I only have the two suture packs on hand and there was no issue during the procedure. I do not have the sutures/needles as they were likely used or discarded during the case. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a gyn procedure on an unknown date in 2025 an suture was used. They found 2 sutures in one package which is unusual. No patient consequences were reported. Device was discarded. Additional information has been requested.